Event description:
The report states: happened on the gerontology department. The catheter was inserted on (B)(6) 2020 in the afternoon. Balloon was tested, did not seem pierced, however on (B)(6) 2020 at 7.55pm, the catheter was found in the bed of the patient with the balloon deflated. The catheter is not damaged. A similar incident happened after the new catheter was inserted. It was found on the (B)(6) early in the morning in the bed of the patient with the balloon deflated.

Manufacturer narrative:
(B)(4). Device history record batch card for the complaint lots were reviewed and passed the qa inspection. 1 piece of actual sample was returned for investigation. Based on the complaint description, the catheter was used in gerontology department. The sample was tested and determine to be function as intended. On the fourth day of usage the catheter was found on the bed with the balloon deflated. Physical examination on the sample found the balloon had burst. Further investigation was conducted by reviewing the balloon part under high magnification lens (dino lite) with sox magnification on the actual sample. There were pierced, and scratch marks observed on the balloon surface of the sample. The presence of scratch marks may occur due to several reasons such as in contact with sharp object or pointed object during handling that render the balloon to burst. As this sample was use in gerontology department which may related to elderly patient, balloon could also burst as a result of balloon had come in contact with bladder or kidney stone during use for patient with bladder or kidney stone history. In current standard operating procedure, per spm-asl-003 the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, per spm-a52-004 the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Based on the investigation conducted, burst balloon may have likely happened due to in contact with sharp or pointed surface leaving scratch marks on the balloon surface. These scratch marks may propagate and lead to burst. Therefore, this complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: happened on the gerontology department. The catheter was inserted on (B)(6) 2020 in the afternoon. Balloon was tested, did not seem pierced, however on (B)(6) 2020 at 7.55pm, the catheter was found in the bed of the patient with the balloon deflated. The catheter is not damaged. A similar incident happened after the new catheter was inserted. It was found on the (B)(6) early in the morning in the bed of the patient with the balloon deflated.